Event description:
It was reported that the patient experienced occlusion, swelling, thrombosis, and edema. The patient received medical intervention. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event. The patient was part of a clinical study named backbeat.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced arm pain, occlusion, swelling, thrombosis, and edema. The patient received medical intervention. The pacing leads remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. It was further reported that he patient was discharged the same day and instructed to continue treatment after discharge, with the matter deemed resolved.

Manufacturer narrative:
Corrected b5, h6 and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced acute deep vein thrombosis with the occlusive thrombus within the subclavian and axillary vein. The edema and swelling are within the soft tissues of the distal upper arm, elbow and visualized forearm. The patient was further admitted to the hospital after developing a new left interval internal jugular deep vein thrombosis. The patient was discharged the next day.